Event description:
Following information received involving possible contamination of lead apron, are view was conducted of all products purchased after nov 96. One lead apron purchased on 4/29/97 was found to be radioactive with exposure rate of 0.4 mr/hr.